Manufacturer narrative:
Anticipated procedural complication. The subject device remained implanted; therefore, physical analysis cannot be performed. Based on the information available, it was determined that the device was used in accordance with the direction for use. The patient presented pre-existing conditions prior to the procedure; therefore, it cannot be confirmed whether or not the use of the coil contributed to the patient¿s complications. However, emboli (foreign, thromboembolic), is a known risks associated with aneurysm coiling procedures and noted as such in the direction for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.

Event description:
During the coil embolization of the left middle cerebral artery aneurysm, the patient suffered from a thrombus. This was successfully resolved with the administration of abciximab (dose unknown). Three days post embolization, the patient's condition improved and the patient was discharged with good recovery. No additional information was available.